Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A cam02 was reported to have an opening pressure reading of 129 mmhg after zeroing.